Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded five (5) patients (11-15%) experienced recurrence wherein peri-guard was utilized during great vessel repair. The respondent further added ¿the relapse rate is low and resolved by reapplying the product and glues¿. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.